Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly, leading to the pump shutting down. The customer¿s blood glucose (bg) was 590 mg/dl. Bg was addressed with a manual injection. The customer continued to use the pump for insulin therapy and did not respond to follow up attempts.